Event description:
It was reported effective stimulation was never established. The pt also reported unintended stimulation in her legs. The pt is pending an appointment with an sjm rep.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.